Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient became unconscious. The cgm reportedly had normal readings but when the father checked a finger stick reading it was 20 mg/dl. 911 was called and when paramedics arrived, the patient was transported to the hospital. Treatment en route to the hospital is unknown. Upon arrival at the hospital, the patient's finger stick reading was still 20 mg/dl. It is unknown what the cgm was displaying during this time. The patient was treated with IV therapy. The patient was discharged from the hospital after 10 hours. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.